Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital with diabetic ketoacidosis every month for a half year. The blood glucose results were not provided. The type of treatment provided to the patient at the hospital was not provided. It was unknown how long the patient was in the hospital for each event. No further information was provided.